Event description:
It was reported that the cardiac index monitor reading was 7.2 and a manual cardiac index bolus was performed for a result of 4.2. No patient complications were reported.

Manufacturer narrative:
Device not returned.